Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event was not related to the study procedure.

Manufacturer narrative:
Patient age at time of event: the patient was (B)(6) at the time of enrollment in the study on (B)(6)2014. (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Clinical study: (B)(6). It was reported stent thrombosis occurred. On (B)(6) 2014 the index procedure was performed. The 97% stenosed target lesion was located in the proximal left circumflex artery (lcx) and a 2.75 x 28 mm promus element ¿ drug eluting stent was placed. Following post dilatation, the residual stenosis was 0%. On (B)(6) 2017, the subject was diagnosed with ¿stent thrombosis¿ and was hospitalized the same day. Further coronary angiography was performed which revealed 50% stent thrombosis in the proximal lcx, which had the previously placed promus element stent. Medications were administered as an action taken for the event. It was reported the event was related to the study device and procedure, and to antiplatelet medication. Seven days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event was updated from ¿stent thrombosis¿ to unstable angina, not related to the device. On (B)(6) 2017, the subject was diagnosed with unstable angina and was hospitalized the same day. Angiography without revascularization was performed to treat the event. Seven days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.